Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Medwatch submitted : (B)(4).

Event description:
Medwatch report received stated in event description: " a patient called to report her adverse effect from shoulder implant. Reporter said in 2019 she experienced shoulder pain and she went to see a doctor, she said they took an x-ray and give her a shot for the pain but they did not tell her that her shoulder implant is detaching, breaking apart at that time. A year later in 2020 she went to see her doctor because she was experiencing pain again and also, she was not able to use her arm. They took another x-ray and she was told that her shoulder implant is coming apart. It is breaking apart into pieces, so they decided to remove the implant. She said 2020 they removed the entire shoulder implant and replaced it with antibiotic spacer." Refer to medwatch mw5097917.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Medwatch submitted: mw5097917.